Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD; 6725 adaptor, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after the replacement procedure, the patient experienced diaphragmatic and phrenic nerve stimulation caused by the left ventricular (lv) lead. Reprogramming was done, but the patient continued to experience intermittent stimulation when the patient is on the left side. The lead remains in use. No further patient complications have been reported as a result of this event.